Manufacturer narrative:
A product investigation was performed on this device. The actual device was not returned to the manufacturer for evaluation. The original implant surgery was performed in (B)(6) 2010. The root cause of the non-union condition is unknown. The original im nail was replaced with a 10mm x 320mm, standard nail using one proximal screw and two distal screws. Fracture repair and healing is always unique to the patient and the fracture. Guidance on best practices for sign im nail surgeries are included in the sign technique manual. No one can predict a non-union or a failure to heal. Sign fracture care international continues to monitor non-union conditions as part of our post market activities.

Event description:
On (B)(6) 2014, it was reported that a sign im nail was replaced on (B)(6) 2014 due to a broken im nail and a non-union of a gustilo ii, right antegrade femur fracture.